Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and there was no failure detected. Bluetooth device testing was performed and the reported fault could not be reproduced and there was no failure detected. Functional testing was performed and the test failed. The shared data log was reviewed and and there was no low transmitter battery alert detected, but a transmitter permanent loss of connection was confirmed. A root cause could not be determined. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable.